Manufacturer narrative:
Device was received with the serial number label missing. A test battery was installed and device powered up properly. No blank display noted. However, device was received with unresponsive keypad or buttons due to moisture damage found on the electronic assembly and corrosion on the j6 connector. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test due to unresponsive keypad. Also noted moisture damage on the motor, battery tube, vibrator, keypad flex tail and keypad traces.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had blank display. The blood glucose level was 303 mg/dl .customer stated that display did not return. Customer states battery compartment is neither damaged nor corroded. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.